Event description:
When hanging the secondary chemo to the primary line the secondary line does not drip at the speed it should be. When assessing the tubing on the primary, it was noticed that the clave was depressed down causing the secondary line not to drip or backprime. The primary tubing was switched out for a new line which then worked fine. This has been happening mutliple times on our unit. Manufacturer response for primary plum pump, ICU medical (per site reporter). Unknown.